Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome ,903:spinal pain it was reported that the recharger got hot. Pt was charging today and was able to charger from 30% to 50% with no problem. Then it just quit. The screen was prompting to select english, then implant. Pt rep selected 'implant' and it said to connect to recharger. The screen did not turn off unless they took the battery pack out. The wire going into donut was hot. An email was sent to repair to replace the recharger. Pt rep mentioned pt would have to suffer through if the replacement did not get overnighted. Additional information was received from a friend/family member. It was reported that they were having issue after issue. Caller states will say finished after 15 minutes and only at 40% and not charging. Caller did not see any bent pins, etc. Caller was already sent a recharger (rtm). Caller states they see this message every time while charging the ins. Caller states this started maybe before the previous rtm was shipped and the rtm didn't solve it. An email was sent to repair to for a replacement controller.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed insulation is pulling out of rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.